Event description:
It was reported to our local partner in (B)(4) from a vns treating physician that after their 8.0 programming software upgrade on their handheld computer, it displayed a sql error. The product has been returned to the manufacturer and is in analysis pending completion. No patient adverse event was involved with this issue.